Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Flex drill shaft acetabular screw instruments completely severed below clasp.

Manufacturer narrative:
Device was not returned for evaluation. An event regarding an alleged fracture involving a trident driver shaft was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopedics. If devices and / or additional information become available, this investigation will be reopened. Not returned to the manufacturer.

Event description:
Flex drill shaft acetabular screw instruments completely severed below clasp.

Manufacturer narrative:
An event regarding an alleged fracture involving a trident driver shaft was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned in used condition. Examination of the returned device with material analysis engineer indicated it fractured due to overload conditions. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed. The flexible shaft had separated near the point of juncture with the drive fitting. At the point of separation, individual flexible shaft cables were twisted and frayed. Examination of the returned device with material analysis engineer indicated it fractured due to overload conditions.

Event description:
Flex drill shaft acetabular screw instruments completely severed below clasp.